Manufacturer narrative:
The patient continues on lvad support post the pump exchange with no further issue reported. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing audible beeping and visual alarms at home. The patient reported a loss of power at the house but had been on battery support. When power returned, the patient reportedly noticed audible beeps while connected to the power module. The patient was seen at the clinic and a review historical pump data on the system monitor screen showed that the system controller had recorded multiple low speed operation alarms. The manufacturer's technical services member reviewed the patient's log file and the data appeared consistent with a compromise in the internal portion of the percutaneous lead. The cardiologist advised the patient that the next course of treatment would be a surgical pump exchange and upon hearing the options, the patient reportedly lost consciousness, was chemically coded and required a dose of atropine after which she regained consciousness and was alert. The patient's pump was successfully exchanged with another lvad due to a suspected compromise in the internal percutaneous lead.